Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Facility and address: (B)(6) hospital (B)(6). Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with saline mentor breast implants of unknown type and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional. In addition, the patient is experiencing pain on the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the left breast implant has not been removed yet. It is deflating. The right one ruptured when the patient got kicked by her daughter. The right breast implant has a possible capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/18, it was reported to mentor that the lot numbers were for the left breast implant lot 1207234 and lot 1186219 for the right breast implant. It is unknown if these are the lot numbers as they were not recognized. A supplemental will be submitted if any more new information will be available in lot numbers clarification. Manufacturer¿s reference number: (B)(4).